Manufacturer narrative:
Correction to initial report: this supplemental report is being filed to correct an incorrect date submitted on the initial medwatch for this file. The correct date for the initial report should have been march 13, 2017. Device evaluation: the complaint device was received and evaluated. Visual examination revealed that the jaw-to-shaft pin was missing from its space. Functional testing via actuation of the jaw lever revealed that the jaws did not open or close; the top jaw only moved laterally along the shaft indicating that the actuator-to-jaw pin was intact. The observed jaw-to-shaft pin failure resulted in the non-functionality of the jaw, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. This failure can be attributed to user technique. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices released to distribution in 2014. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the pin that holds the front jaw was sticking out of the customer's expressew iii with hook on the right side during a rotator cuff repair. The sales rep stated that the jaw was losing its integrity and not functioning properly. The case was completed with another expressew iii. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned for evaluation. Per additional phone call with sales rep, the pin was still present in the gun after the procedure. The pin was displaced but was still present in the gun, and definitely did not fall out intraoperatively.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the pin that holds the front jaw was sticking out of the customer's expres sew iii with hook on the right side during a rotator cuff repair. The sales rep stated that the jaw was losing its integrity and not functioning properly. The case was completed with another express iii. There were no patient consequences or delays. The sales rep was not present for the case and could not provide any more details. The device is being returned for evaluation. Per additional phone call with sales rep, the pin was still present in the gun after the procedure. The pin was displaced but was still present in the gun, and definitely did not fall out intraoperatively.